Event description:
The right atrial (ra) lead triggered an alert for out of range (oor) low impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).